Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, (meter 1) inratio: 2.3, (meter 2) inratio: 3.3. The same finger/puncture site was used for both tests.

Manufacturer narrative:
Investigation pending.